Event description:
It was reported that the patient received an incorrect dosage of heparin, and the patient received more heparin than intended. The event occurred on (B)(6) 2023 when the bag of heparin was hung at 0519. The rate was set at 1600units/hour (16ml/hr.). At 1358 on (B)(6) 2023, the rate was reportedly titrated up to 2176units/hr. (21.76ml/hr.). There was patient involvement, but the outcome is unknown. Although requested, no further information was provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the patient received an incorrect dosage of heparin, and the patient received more heparin than intended. The event occurred on (B)(6) 2023 when the bag of heparin was hung at 0519. The rate was set at 1600units/hour (16ml/hr.). At 1358 on (B)(6)2023, the rate was reportedly titrated up to 2176units/hr. (21.76ml/hr.). There was patient involvement, but the outcome is unknown. Although requested, no further information was provided.